Manufacturer narrative:
Product inquiry states the targeting arm t2 ankle to be the subject product. No associated products reported. The device was not returned for investigation. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. A functional test was performed by stryker japan. The functional test revealed that all nail holes were passed by the sample drill like specified; the alleged event of miss-targeting was not reproducible. The targeting arm was documented as faultless prior to distribution and as it had been in use for a longer time (more than 2 years) we pre-suppose that this targeting arm had fulfilled its tasks in former surgeries as intended. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative surgical procedure. Potential miss-targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device wa snot returned.

Event description:
During t2 ankle nail surgery, the drill has collided with the nail when drilling to the proximal holes. The surgeon used the target device and the sleeves at that time. After that, the surgeon changed the drilling steps for the holes to the free hand technique.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 ankle nail surgery, the drill has collided with the nail when drilling to the proximal holes. The surgeon used the target device and the sleeves at that time. After that, the surgeon changed the drilling steps for the holes to the free hand technique.